Event description:
The device switched off immediately while being used with battery, but functioned with alternate power source. When the device is on, it does not show a clear ECG signal which prevents monitoring a pt. It is unk yet if the device was being used on a pt.